Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system. Upon review, there were fast atrial rates with tracking due to tight atrioventricular (av) delays. The pacemaker mediated tachycardia (pmt) algorithm does not appear to terminate the rhythm, but instead occasionally causes atrioventricular nodal reentrant tachycardia (avnrt) or junctional rhythm below the maximum tracking rate, thus not marked as pmt. Technical services (ts) reviewed troubleshooting options, however it was noted that programming options were limited due to this rhythm and physiology. Additional information received reported that further episode review was requested due to stored pmts. The patient reported feeling his heart racing and shortness of breath. Upon further review, the events in question were sinus tachycardia at the mtr, and not true pmt. Additionally the post-ventricular atrial refractory period (pvarp) extension from the pmt termination algorithm was causing right ventricular (rv) beats to drop, which was likely what the patient was feeling. Technical services (ts) reviewed additional programming considerations. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.